Event description:
It was reported that during a lap abdominoperineal resection procedure, hand activation did not work on the device despite the hand activation button being turned on the generator. Footpedal worked, however, so the procedure was completed with footpedal. The procedure was extended by twenty minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.